Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure did not exist before the left ventricular assist device (lvad) implant. However, the device did not cause or contributed to it. Before their death, the patient had a broken hip due to a fall injury. They were put on inotropes and comfort measures and passed away due to failure to thrive. The death was not considered to be device related and the device reportedly operated as expected.